Event description:
The facility representative reported a flo-gard infusion pump in which the safety clamp does not fit. This condition was found upon power up of the device in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which the safety clamp does not fit was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made to this device. Due to an obsolete part, this device was returned un-repaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.